Event description:
It was reported that the audio bolus button does not respond to button presses. There is no additional information available at this time.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission 11/07/2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the audio bolus keypad button and all of the other keypad buttons were intermittently responsive. There was evidence of contamination found under the audio bolus button key contact and adhesive found under the other key contacts.